Manufacturer narrative:
H10: the customer declined service and repair. No work was performed by philips. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was defective. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that there was a defective battery.